Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use (IFU), cardiac perforation is a known risk during the use of this device.

Event description:
Manufacturing related ref: 3008452825-2019-00403, 2182269-2019-00120, 3005334138-2019-00462. During the ventricular tachycardia ablation procedure, a pericardial effusion occurred. After the procedure, the patient became hypotensive and an intracardiac echocardiography showed a pericardial effusion. A drain was placed to stabilize the patient. There were no performance issues with any abbott device. (Patient ID: (B)(6), study name: (B)(6) study, crd_(B)(4)).